Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection issue between the g5 transmitter g5 application. The patient's mother inserted a new sensor and the transmitter connected to the phone. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter. Additionally, data was received from the patient. A review of the downloaded data log did not find any errors related to the customer complaint.